Manufacturer narrative:
(B)(4). Date of follow-up report : 7/22/2016. One used l1818-04p01cn-1 was received for evaluation. Visual inspection of the loop and sponge the loop had come loose. The reported condition was confirmed. The loop appeared to have been sewed to the sponge at one point. The root cause of the loose loop could not be determined.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. The device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that as the tech checked the sponges on her field, staff observed as she easily pulled a string/loop off from a sponge. Staff not sure if it was from the custom pack or the additional packages that were opened. Nothing was left in the patient.